Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a motor error alarm during the rewind process. Customer also reported a compromised force sensor system alarm occurring after. The customer's blood glucose was unknown. The insulin pump was not dropped or bumped. The customer was advised to disconnect from the insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump gave an alarm during the prime test, and a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a missing end cap sticker.